Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure due to instability. The articular surface has been removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products -tibial tray, catalog#: unk, lot#: unk. Xrays were evaluated and the reported event could not be definitively confirmed. However, periprosthetic lucency found under the surface of the tibial plateau suggests loosening which is a cause of instability. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review indicates that the tibial component illustrates a linear lucency between the metallic tibial plateau component and between the bone. The stem and surrounding cement of the tibial component appear normal without periprosthetic lucency and is intact. The femoral and patellar hardware component appear normal--intact, appropriately aligned/sized, and without complicating features. Also there is a periprosthetic lucency deep to the tibial plateau hardware component. This could indicate loosening if newly apparent/slowly developing over time. Bone quality is adequate besides the periprosthetic lucency between the tibial plate and the tibia, which suggests localized regional loosening and/or infection. However, the review was for one lateral undated x-ray and the implantation date is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-08271.